Event description:
It was reported that the customer has been experiencing high blood sugars. Customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had stomach virus, which lead to dka. Caller also stated that every time they try to program anything past 10 units, the customer's insulin pump alarms no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No audio tone noted during alarms due to broken red transducer wire. Unable to prime during prime alarm test due to faulty force sensor. Unable to perform occlusion, basic occlusion and excessive no delivery alarm test due to prime anomaly.